Manufacturer narrative:
B3 date of event: event date estimated as 02/01/2026 as the event was noted to have occurred in february 2026, but the exact date was not known. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: the provided medical media was captured during a follow up appointment and related to stroke and does not require further review by either bsc medical safety or watchman medical media subject matter experts. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60400 batch # 0034445596. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva), implant did not seal and implant movement/shift (imaging required, hospitalization). Risk review: a risk review was completed and confirmed that the events of cerebral vascular accident (cva), implant did not seal, and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. A cardiology fellow from another facility, reached out to the boston scientific representative via text message to notify that the patient had a watchman closure device implanted 7 months ago and came in with a stroke. A large peri-device leak (pdl) was discovered on transesophageal echocardiography (tee) and magnetic resonance imaging (MRI) done after the patient was admitted. The imaging also showed that the closure device appeared to have shifted and was partially detached from one of the appendage walls. The cardiology fellow reported the patient stroke had a hemorrhagic conversion and that the patient now has other complications going on. The specific details of the complications were not provided, and no further details are available.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. A cardiology fellow from another facility, reached out to the boston scientific representative via text message to notify that the patient had a watchman closure device implanted 7 months ago and came in with a stroke. A large peri-device leak (pdl) was discovered on transesophageal echocardiography (tee) and magnetic resonance imaging (MRI) done after the patient was admitted. The imaging also showed that the closure device appeared to have shifted and was partially detached from one of the appendage walls. The cardiology fellow reported the patient stroke had a hemorrhagic conversion and that the patient now has other complications going on. The specific details of the complications were not provided, and no further details are available.

Manufacturer narrative:
B3 date of event: event date estimated as 02/01/2026 as the event was noted to have occurred in february 2026, but the exact date was not known.